Event description:
It was reported that the battery got swollen during charging. No reports of patient injury are associated with this event.the equipment was advised to be removed from service, and a replacement will be sent.

Manufacturer narrative:
(B)(4). This report is filed (B)(4) 2013. Device not available for analysis.

Manufacturer narrative:
(B)(4).